Event description:
It was reported that the ¿patient underwent a plif to treat mob/lcs at l2 -l4. The tip of a set screw driver was broken and left inside of a set screw during final tightening procedure. The tip fragment was removed with use of a needle and not left in the patient¿s body. The surgeon commented that he mistakenly conducted final tightening before cutting the one side of tabs.¿ no patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additional info: visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the major diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. The above findings are consistent with torsional overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.